Manufacturer narrative:
The investigation has determined that a higher than expected vitros tsh result was obtained from a single sample from a patient when tested on a vitros xt7600 integrated system using reagent lot 6925 when compared to results obtained from two other samples drawn from the same patient. A definitive assignable cause for the discordant higher than expected vitros tsh result could not be determined with the information provided. A vitros tsh performance issue is not a likely contributor to the event as the customer made no suggestion of any issues with the qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros assay were indicated by the customer. Furthermore, precision testing of the vitros 5600 integrated system was within ortho acceptable guidelines indicating the instrument was operating as intended, however, as the precision testing was not conducted at the time the higher than expected result was obtained, an instrument performance issue cannot be completely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A sample specific issue that affects the vitros tsh method and not the non-vitros method cannot ruled out as a cause for the lower than expected vitros tsh results obtained. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6925.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros tsh result was obtained from a single sample from a patient when tested on a vitros xt7600 integrated system using reagent lot 6925 when compared to results obtained from two other samples drawn from the same patient. Patient 1 result of 44.78 miu/l versus the expected result of 2.04 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh result was not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).